Manufacturer narrative:
Four setscrews and two rods were returned. The fixation screws were not. A gross dimensional evaluation confirmed the items were made to specification. No anomalies were found. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. Construct loosening is listed as a possible adverse outcome in the instructions-for-use (IFU) supplied with the device.

Event description:
Contact reported the patient who was implanted with spinal hardware said they heard a pop and then felt back pain. Xray films showed a dislodged set screw. A revision was performed. As surgical intervention occurred an MDR is filed to document this event.